Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient was feeling well, felt dizzy felt and lightheaded while the egv was 125 mgdl the day the sensor was put on the arm. She uses beta bionic ilet pancreas system and the bg was 49 mgdl. She drank a lot of orange juice and took another test which showed 51 mgdl sometime later. She decided to call an ambulance and when the ems arrived, the bg continued to show "low readings." Treatment and management of continued hypoglycemic shock was not documented. She was also advised not to go to the hospital anymore. Emergency people only stayed for 10 minutes and left. She is now feeling good. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.